Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the patient expired of a stroke. No other information was provided to the manufacturer.

Manufacturer narrative:
Device evaluation: a correlation between the returned heartmate ii lvad and the reported patient expiration due to an acute subarachnoid hemorrhage could not be determined. No pump related issues were found during the evaluation of the returned pump and it was reported that there were no suspected pump issues. Loosely clotted, post-explant blood was present in the inlet elbow, outflow graft, distal side of the inlet stator, and on the rotor body. The texture and structure of the depositions suggests that they were not present while the pump was operating and would not have contributed to a functional issue. The examination of the returned pump did not reveal any other depositions or thrombus formations. The examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions using a mock circulatory loop found that the pump functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device and obtain additional information regarding the reported event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.